Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements. The pacemaker was reprogrammed to vvi. The ra lead remains in service. No adverse patient effects were reported.